Manufacturer narrative:
Although the reported event of capsular tear after hoya iol implant with doctor deciding to keep hoya iol in eye has been deemed as user error, patient sustained serious injury of not seeing clearly, so doctor explanted hoya iol and replaced with competitor lens. The device will not be returned to hoya surgical optics, as it was discarded by staff personnel at the eye center. However, due to patient serious injury, a design history records review will be conducted of the manufacturing and inspection steps of this device and included as part of the follow-up MDR to FDA. Lens not returned to manufacturer.

Event description:
Per customer report, "when doctor implanted the lens, he tore the capsule, but chose to leave the lens in." Two days later the patient returned for follow up and could not see clearly so the doctor decided to explant the hoya lens and replaced it with a competitor lens. The second surgery went fine and patient had good outcome.

Manufacturer narrative:
Hoya's initial MDR stated: although the reported event of capsular tear after hoya iol implant with doctor deciding to keep hoya iol in eye has been deemed as user error, patient sustained serious injury of not seeing clearly, so doctor explanted hoya iol and replaced with competitor lens. The device will not be returned to hoya surgical optics, as it was discarded by staff personnel at the eye center. However, due to patient serious injury, a design history records review will be conducted of the manufacturing and inspection steps of this device and included as part of the follow-up MDR to FDA. This follow up report is being created to add the following information: on 10-sep-2015, a review of the device history record (DHR) was completed by (B)(4), hoya quality department. The report noted that no abnormalities were found in the production and inspection records of the product. The exact root cause was not determined. However, based on the description of the event as reported by the doctor and on our investigation of the DHR, it appears that the event was not product related. Lens not returned to manufacturer.

Event description:
Per customer report, "when doctor implanted the lens, he tore the capsule, but chose to leave the lens in." Two days later the patient returned for follow up and could not see clearly so the doctor decided to explant the hoya lens and replaced it with a competitor lens. The second surgery went fine and patient had good outcome.